Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d16086, h13e06043, h13g24034, h13h08043, h13d08067, and h13g08029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested with cloudy fluid coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis is unknown, and treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4).a batch review will be performed for the potentially associated lot number(s) h13d16086, h13e06043, h13g24034, h13h08043, h13d08067, and h13g08029. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.